Event description:
It was reported that during a low anterior resection, the staples of the device did not form well. A colostomy was created for the pt. The colostomy is permanent. Procedure extended by 60 mins. Pt was without complication and was able to go home after a 10-day stay in the hospital.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.